Event description:
It was reported that during a lets repair procedure, the internal locking plug of the healicoil anchor did not move down. The anchor was deployed in correct order with the black part screwed first until it clicked, then the orange part was screwed down to the laser mark; however the inner plug did not move and when the handle was removed the inner plug fell out the center of the anchor. Half of the anchor fell out, the other half needed to be drilled out. The procedure was successfully completed without significant delay with a competitor device of a bigger size anchor, which required a bigger hole. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of risk management files found that the reported failure was documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Our clinical investigation concluded: based on the information provided, half of the anchor fell out, and the other half needed to be drilled out. According to the report, the procedure was successfully completed without significant delay with a competitor device of a bigger size anchor, which required a bigger hole. Since there were no further complications reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessment. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.